Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted, during visual inspection: corroded battery tube, cracked retainer, battery tube threads- cracked, cracked case (battery tube) and reservoir tube cracked. Cosmetic damage was confirmed, where cracked battery tube case and cracked battery tube threads was noted. Retainer ring damage confirmed, due to cracked retainer ring. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced issues with battery. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was requested for return. And customer has returned the device.